Event description:
The hospital staff performed an elective cardioversion of a female pt in fibrillation/flutter. The pt was connected to a spacelabs scout monitor and the monitor. Both were set to monitor in lead ii. After the first shock (50 joules) was delivered, the monitor allegedly displayed a rhythm that appeared to be fibrillation/flutter and the spacelabs monitor displayed a sinus rhythm. The ECG rhythm and rate displayed by the spacelabs monitor appeared to be the same as another pt's in the ward and it was thought that the unit was picking it up as if it were in remote view. The physician administered 2 additional countershocks (100 & 150 j). The monitor continued to display an atrial flutter rhythm. After removing the spacelabs ECG cable, the monitor displayed a sinus rhythm.